Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy- other"), psychological trauma ("psych injury") and urinary tract infection ("bladder / urinary problems ¿ uti"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, hypersensitivity and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: received treatment for pelvic / abdominal, chronic pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding and uti. Discrepancy noted in essure insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication updated. Essure explant date added. Events- general abnormal bleeding, abdominal pain, menorrhagia (heavy menstrual bleeding), allergy- other, psych injury and bladder / urinary problems ¿ uti were added. Event outcome updated for: physical pain/pelvic pain/chronic. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis, vaginitis, dysuria, chlamydial infection, foot fracture, myelitis, vitamin d deficiency, dysfunctional uterine bleeding, cholecystectomy, left lower quadrant pain, hematuria and chronic cervicitis. Previously administered products included for an unreported indication: cyclafem from 2016 to 2017. Concomitant products included interferon beta-1a (avonex) since (B)(6)2016, lorcaserin hydrochloride (belviq) from (B)(6) 2016 to (B)(6) 2017, mestranol;norethisterone (ortho-novum) from (B)(6) 2017, naproxen sodium (aleve) since (B)(6) 2016 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological, psychiatric condition: depression"), urinary tract infection ("bladder / urinary problems ¿ uti/ infection (bladder/urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/psychological, psychiatric condition: mental anguish"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy- other"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, hypersensitivity and urinary tract infection had resolved and the depression, vaginal haemorrhage, anxiety, fatigue and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic / abdominal, chronic pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding and uti. Discrepancy noted in essure insertion date: (B)(6) 2010. Previously reported insertion date was (B)(6) 2015 discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2016: negative. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Events per pfs: lot number received. Psychological or psychiatric problems - depression and mental anguish, fatigue, dysmenorrhea were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis, vaginitis, dysuria, chlamydial infection, foot fracture, myelitis, vitamin d deficiency, dysfunctional uterine bleeding, cholecystectomy, left lower quadrant pain, hematuria and chronic cervicitis. Previously administered products included for an unreported indication: cyclafem from 2016 to 2017. Concomitant products included interferon beta-1a (avonex) since (B)(6) 2016, lorcaserin hydrochloride (belviq) from (B)(6) 2016 to (B)(6) 2017, mestranol;norethisterone (ortho-novum) from (B)(6) 2017 to (B)(6) 2017, naproxen sodium (aleve) since (B)(6) 2016 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological, psychiatric condition: depression"), urinary tract infection ("bladder / urinary problems ¿ uti/ infection (bladder/urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/psychological, psychiatric condition: mental anguish"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy- other"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, hypersensitivity and urinary tract infection had resolved and the depression, vaginal haemorrhage, anxiety, fatigue and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic / abdominal, chronic pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding and uti. Discrepancy noted in essure insertion date: (B)(6) 2010. Previously reported insertion date was (B)(6) 2015. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pregnancy test - on (B)(6) 2016: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.